Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: unexplained power reboots were observed in the black box. The battery compartment was cracked on the side from the threads to the cover. Corrosion was observed inside the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.